Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: device photograph(s) for the device related to the reported event of use error was reviewed on june 01, 2023. Visual analysis of the photographs identified: use error : unable to observe since it is a medical event and is not related to the device. Additional observations: observed opening on the device. Reason for reoperation: use error.

Event description:
Hcp reported left side with use error devices was explanted.